Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.